Event description:
The account alleged the head hilow fell with a pt on the bed. No injury reported.

Manufacturer narrative:
The technician performed the investigation and the account stated that transport and nursing assistant had just transferred the pt from a stretcher to the bed. The bed was in the highest position when the right head leg collapsed while the other three legs stayed up. The account stated the pt was not hurt. The account removed the pt from the bed. The technician inspected the bed and found the steel band inside the head tower on the right side was torn in half. Head tower will need replaced to repair. The account stated they will not repair the bed at this time.